Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The field service engineer (fse) performed system programming corrected issue of surgeon side console (ssc) reverting image. System testing was successful and ready for use. The system was tested and verified for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, error 297 and 311 at startup. The customer contacted the technical support engineer (tse)and reported they tried to emergency power off (epo) and cycle the breakers with on change. The tse had the site cycle off the surgeon side console(ssc) breaker and power on the vision side cart (vsc)/ patient side cart (psc) and they powered on with no errors and was waiting for the ssc, when we added the scc the system faulted with 297 and 307 errors. This is a down system, bring a common computer controller (ccc) board for troubleshooting as it could be needed. There was no patient involvement.